Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the peritonitis. During hospitalization, the patient was treated with unspecified intravenous medication (drug name, dose, frequency, and duration not reported) and intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. On an unreported, the patient was discharged from the hospital. On an unreported, the patient was started on oral floxacillin (dose, frequency, and duration not reported) for peritonitis. At the time of this report, the patient remained on floxacillin and the recovery status of the patient was not reported. No additional information is available.